Event description:
Ems personnel were attending to a pt in cardiac arrest. After applying defibrillation/montoring electrodes, the device allegedly displayed a continuous connect electrodes message. The reporter stated it appeared that the electordes were not adhering properly to the pt's skin. The electrodes was eventually taped down to allow the device to analyze the pt's rhythm and continue treatment. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessement of the pt's viability.